Manufacturer narrative:
(B)(4). D10: medical product: cruciate retaining cr-flex gender solutions female (gsf) femoral component porous: catalog#00575201402, lot#ni; trabecular metal cruciate retaining monoblock tibial component: yellow, size 3 c-h, 12mm: catalog#00588604312, lot#ni; unknown articular surface: catalog#ni, lot # ni. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial right tka was performed. 11 years post op, it was reported the patient has been experiencing pain and taking otc medication. The patient is also bothered with stability with possible loosening. An x-ray review indicated the tibia is well fixed, but lucency was noted around the femur as well as significant poly wear. Osteolysis was noted around the femur and patella. A revision has not yet occurred. Root cause was unable to be determined. Reported event was confirmed by review of provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported via a clinical study that a patient underwent an initial right total knee arthroplasty. Approximately eleven (11) years post-implantation, the patient reported experiencing pain and instability and was taking over-the-counter medication daily. Osteolysis and wear of the articular surface and patella were reported and aseptic loosening of the femoral component was observed on diagnostic imaging. The patient outcome is listed as pending. Due diligence is complete as multiple attempts have been made; all available information has been provided.